Event description:
The affiliate reported that contrast radiography was conducted and it was noted that the fluid did not flow to the abdominal catheter. As a result, the device was revised.

Manufacturer narrative:
We do not use therapy dates. As a result, today's date was used. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves or catheters, which have resulted in blockages within the devices, restricting flow. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
Upon completion of the investigation, a needle hole in the needle chamber was noted. The valve, siphon guard, and catheters were irrigated with no occlusion noted. The valve was then tested for pressure and programming and failed the test. Upon further investigation, biological debris was found on the spring, spring pillar, and ruby ball, seat of the ruby ball, cam mechanism, cam mechanism pillar, and the base plate of the valve. Review of the history device records for the valve confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.